Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
When inserting the dilator with the check-valve during the catheter placement, the valve has not worked and a significant amount of blood flowed out.

Manufacturer narrative:
No device or pictures were received for this complaint. The complaint information was sent to the device contract manufacturer for investigation. All processes and procedures were reviewed and were found to found be adequate. There were no non-conformities or deviations noted for this device during manufacturing. The root cause could not be accurately determined because the physical device was not returned for a complete analysis. We are unable to determine the cause or factors that may have contributed to this event.